Manufacturer narrative:
We have verified that the reported lot number is the same as a lot number that is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The consumer did not provide an absorbency, therefore we are unable to confirm the product is part of the recall. Therefore we are unable to provide an UDI number or model. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported her tampon fell apart and pieces remained inside of her.

Manufacturer narrative:
New information: this is a follow up report to update the product. This report was originally filed as sleek unknown. It has been determined to be sleek regular and part of the recall. Additional narrative: we have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. No additional anomalies during the manufacture of the product that may have caused or contributed to the malfunction were discovered during a review conducted of the device history record (DHR) and supporting quality records at the manufacturing facility in nuevo nogales.

Event description:
This is a follow up report to update the product. This report was originally filed as sleek unknown. It has been determined to be sleek regular and part of the recall.